Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.